Event description:
Additional information received reported that when the patient went through the pump trial with an injection the patient didn't have any pain at all and since then the patient has not experienced that total relief.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. On 29-mar-2016 the patient reported that she had been implanted for 7 months and had not received any therapy benefit from the pump. The patient¿s doctor told her that they were working to find the right dose for her. In (B)(6) 2015 they did a 20% increase on her dose and her blood pressure went to 80/50 and she felt sick; it was like she was getting too much medication. On 31-mar-2016 additional information was received from a health care professional and it was reported that in (B)(6) 2015 the patient went to the emergency room, lab work was done, the pump was turned down, and the patient had had no further problems like that. The patient¿s symptom, related to the lack of effect, was pain. The pump appeared to function well. They were increasing the pump gradually. The patient needed to return for further adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.